Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and deformation. Cloudy in the gel observed after autoclave cycle. Observed split in patch area ¿ss¿, it is out of specification per qa (B)(4), was identified which is characterized as a workmanship. Based on the device analysis the final assessment is observed split in patch area, was identified which is characterized as a workmanship. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship. This finding is not related with the reported event. According to the current risk documents the event of " split in patch " is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.